Event description:
It has been reported to us that during the procedure, the extension line separated from the occlusion balloon wire which resulted in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a stent and placed the stent without any issues. The physician removed the stent delivery catheter and during the removal, the extension line of the occlusion balloon wire separated resulting in the occlusion balloon starting to deflate. The physician continued the case and performed aspiration on the vessel. The procedure was successful and the patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.